Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to receive help with the bolus wizard function on the insulin pump, and then reported low blood glucose levels. The customer's blood glucose reading was 42 mg/dl. The customer was assisted with the bolus wizard. Nothing was replaced or returned.